Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('in the left fundus area is a gray metallic spring like fragment consistent with sterilization device/identified in the right fundus area is a gray shiny metallic spring like fragment'), pelvic pain ('pelvic pain') and embedded device ('abnormally positioned ligation devices is in the myometrium on the left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), psychological trauma ("psych injury"), procedural pain ("post removal complication") and device expulsion ("abnormally positioned ligation devices is in the myometrium on the left side"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy and total hysterectomy salpingectomy, removal of the misplaced essures devices). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the embedded device, vitamin d deficiency, psychological trauma, procedural pain and device expulsion outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, embedded device, genital haemorrhage, pelvic pain, procedural pain, psychological trauma, urinary tract infection and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : event " abnormally positioned ligation devices is in the myometrium on the left side", reporter added. New event added: device breakage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), psychological trauma ("psych injury") and procedural pain ("post removal complication"). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the vitamin d deficiency, psychological trauma and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, procedural pain, psychological trauma, urinary tract infection and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: pelvic pain, abdominal pain, gen. Abnormal bleeding, uti, psych injury, post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('in the left fundus area is a gray metallic spring like fragment consistent with sterilization device/identified in the right fundus area is a gray shiny metallic spring like fragment'), pelvic pain ('pelvic pain') and embedded device ('abnormally positioned ligation devices is in the myometrium on the left side'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("abnormally positioned ligation devices is in the myometrium on the left side"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen.abnormal bleeding"), procedural pain ("post removal complication"), vitamin d deficiency ("vitamin d deficiency"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy and total hysterectomy salpingectomy, removal of the misplaced essures devices). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved. And the embedded device, device expulsion, procedural pain, vitamin d deficiency and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, embedded device, genital haemorrhage, pelvic pain, procedural pain, psychological trauma, urinary tract infection and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, uti. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.